Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there were 3 incidents with defective sets that do not flush or draw blood. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 3 pressure rated ext set bonded ss 8.5" experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 22003e-07, batch no: unknown. In the past 2 shifts we had 3 of these that were defective. They would not flush or draw blood. It seems to be a problem with the needle free valve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 pressure rated ext set bonded ss 8.5" experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 22003e-07, batch no: unknown. In the past 2 shifts we had 3 of these that were defective. They would not flush or draw blood. It seems to be a problem with the needle free valve.